Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl. Customer was treated with drinking soda. Troubleshooting for the customer¿s low blood glucose was declined. It was unknown that the customer was using auto mode or not. They believed the insulin pump was giving too much insulin, due to not working properly. The device will be returned for analysis.